Event description:
A report was received that the patient was experiencing inadequate stimulation. High impedances on all contacts in a lead were noted. The physician suspected lead failure. The patient underwent a revision procedure wherein the leads were replaced. It was reported that a lead was severed and the distal end could not be explanted as it had advanced into the t4 vertebral space. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead. 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.